Manufacturer narrative:
Consumer admits to leaving the heating pad unattended which is a violation of the instructions and warnings provided. Consumer has not returned the product.

Event description:
Consumer claims she was using the heating pad in bed and got up to go shower. She is alleging that when she returned to her bedroom the heating pad had burned two holes in her sheets and mattress. There were no injuries reported with this incident.